Event description:
It was reported that the customer's insulin pump display was blank and the lcd was scratched. Customer stated pump may have been bumped and was taken in the shower room, in which there was an exhaust fan. No relevant corrosion or damage was noted. During troubleshooting, customer stated the display returned, following advice to insert a new battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.